Event description:
Philips received a complaint on the heartstart xl+ indicating that the ECG equipment failed during the self-test. The device was evaluated by customer only. There was no further information regarding the tests customer performed, and how customer determined the cause. Based on the information available and the testing conducted, the cause of the reported problem was the broken ECG lead set. The reported problem was confirmed. The device was operational after repairs were completed. Device passed all required tests, and it remains at customer site. The investigation concludes that no further action is required at this time.